Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a crack in the insulin pump. Customer stated that he had 2 incidents where his blood glucose dropped down to the 40's mg/dl. Customer stated that last tuesday morning, he went from 200 mg/dl to 43 mg/dl and he passed out. Customer has been experiencing low blood glucose for a little over a week. Customer stated that the reservoir was showing more insulin than what was shown on the status screen. Customer had a fall and also had pneumonia. Customer increased his basal rate and stated that he was having high blood glucose due to his misbehavior. Customer declined troubleshooting for high blood glucose. Customer stated that he worked in the yard off and on yesterday. Customer stated that he has not been having glows consistently.